Event description:
It was reported that an x-tip separated. Outcome of the event is not known as of this report.

Manufacturer narrative:
Though there is no indication that injury resulted there have been previously reported events resulting in an injury necessitating medical surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. The device is available for evaluation, though has not been returned as of this report. Furhter information pertaining to this event, including evaluation results, will be submitted as it becomes available.